Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the bolus port had missing pin / dso damaged. The event occurred during testing.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc d9: date returned to mfg; 4/8/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) seal was separating from the plate. Ther dso seal was replaced.